Event description:
It was previously reported that the device administered an inappropriate shock and recorded a code 1005 indicative of an open shock lead. The open shock lead was due to out of range shock impedance measurements of greater than 125 ohms in all vector configurations. This reported issue is not related to this right atrial (ra) lead since ra leads do not provide shock therapy to the patient. The ra lead was explanted seven months later during a revision procedure for the right ventricular (rv) lead as the patient was downgraded to a single chamber implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient received a shock for atrial fibrillation (af) with rapid ventricular response. The device recorded a code 1005 indicative of an open shock lead. There were out of range shock impedance measurements (>125 ohms) in all vector configurations. No adverse patient effects were reported. The system remains in service.